Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the pump was explanted due to flows dropping to zero. A new impella cp was placed, and the patient remained hemodynamically stable.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation of low pump flow has been completed. The returned complaint cp pump visually inspected. No biomaterial observed. No cannula kink or broken blade found. Impella cp connected to console and no low flow can be reproduced and no other issue observed. Data logs reviewed. Brief motor current (mc) spike with all parameters resolving on (B)(6). On (B)(6) 2025 suction alarms occurred with sudden drop in flows and motor current at p-7. No suction alarms prior to this event. Flows are just above 0. 3 minutes later the p-level is turned down to p-6, then p-2. Flows remain just above 0 at p2 even when the pump is turned to p-0 twice with mc spikes as it turns back to p-2. Flows remain close to 0 with no resolve from then turning p-level to p-4. Ps and purge pressure remain stable. The real time (rt) logs not available at time of issue. Low pump flow: the cause of low pump flow issue cannot be determined due to lack of clinical details, no abnormalities on returned product, no rt logs at time of issue, and low flow not reproduced on returned pump.